Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user felt unwell, noted a blood glucose of 205 mg/dl, and asked whether to skip a meal announcement; the agent advised that meal announcements should reflect actual carbohydrate intake, and the user chose to allow the ilet to correct and monitor. Symptoms included hyperglycemia while feeling ill. Outcomes included no alarms, no alerts, no hospitalization, and user self-monitoring. Investigation included case assessment, user education on meal announcements, and recommendation to continue device-directed correction. Investigation of this case revealed no device malfunction, no alarm behavior, and hyperglycemia likely associated with intercurrent illness while the device operated as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.